Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to a hospital meter, a novamax meter and a onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred between (B)(6) 2012. The patient reported he obtained a reading of '350mg/dl' on the lfs meter compared to results of '55mg/dl' on a hospital meter, '56mg/dl' on a novamax meter, '57mg/dl' on a onetouch ultramini meter within 30 minutes of one another. Based on statistical methodology, the calculated difference of the results exceeds the expected value of 30% or 30mg/dl. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing no symptoms on the day of the alleged issue, however between (B)(6) 2012 the patient reported she was given glucagon in the hospital in response to the low readings. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient was using an approved sample site to obtain the samples. The patient's testing process was correct. The patient's test strips and test strip vial were found to be in good condition and not counterfeit. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she required assistance from a healthcare professional for treatment of an acute complication of diabetes.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.